Event description:
It was reported that during a laparoscopic gastric bypass procedure, there were three (B)(4), optiview, devices used in the procedure and insufflation loss occurred. The case was completed with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.